Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with fluid in the balloon and inflation lumen. Microscopic inspection revealed a tear in the balloon material, 10 mm in length. Inspection of the remainder of the device found no damage or irregularities. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 5.0 mm x 20 mm x 135 cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. The balloon was initially inflated at 14 atmospheres for 30 seconds. The second to the fifth inflations at 14 atmospheres for 30 seconds. However, during the 6th inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 5.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. The balloon was initially inflated at 14 atmospheres for 30 seconds. The second to the fifth inflations at 14 atmospheres for 30 seconds. However, during the 6th inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.